Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump screen went black and had colored light streams across the screen. Reportedly, this display issue made the pump screen unreadable. The customer's blood glucose level was 197 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.